Manufacturer narrative:
The insulin pump was received with blank display due to a moisture damaged lcd board. The unit had cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that his son's insulin pump had a blank display after canoeing and tubing while wearing the device. The insulin pump was working fine last night, but in the morning the backlight was all that activated when the act button was pressed. The patient's blood glucose at the time of incident was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.